Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. Health effect - clinical code e2402: generalized illness. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses and experienced generalized illness symptoms including vulvodynia, anxiety depression, breast pain, sorbic dermatitis, intestinal issues, trouble sleeping, memory issues, brain fog, and fatigue post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.